Event description:
On (B)(6) 2009, the patient reported that when she performs the change cartridge procedure, the infusion device will allow her to complete a portion of the procedure and then "tell her" to remove the insulin cartridge. She began to notice this within the past week. No errors are displayed, only "please remove cartridge." She removes the insulin cartridge and the piston rod retracts and "please remove cartridge" is again displayed. She stated that no insulin was spilled in the cartridge compartment and the infusion device is not making abnormal noises. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.